Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, interrogation of the device was not possible. Premature battery depletion was suspected. The event was resolved by explanting and replacing the device. The patient was in stable condition.

Manufacturer narrative:
Upon receipt, the device was unable to be interrogated with a programmer. Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.